Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will send a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290vx vented autofeed humidification chamber was leaking water during patient use. It was reported that the leak was near the chamber base. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed the chamber dome could be rotated freely from the base, which would have resulted in the reported leak. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290vx vented autofeed humidification chamber was leaking water during patient use. It was reported that the leak was near the chamber base. There was no patient consequence.